Event description:
It was reported patient underwent a revision procedure seventeen years post implantation due to instability and implant fracture. Radiology findings indicate femur prosthesis rubbing on tibia which created metallosis. Attempts to obtain additional information have been made; however, no more is available at this time.

Manufacturer narrative:
(B)(4). Implant date: 2005. Medical product: durasul ultracongruent tibial insert use with baseplate catalog # 627600713 lot # 1468175. Poly pat sz0/7mm natural- catalog # 6300-07-100 lot # 1630117, por stm tib b/p rt sz0 na catalog # 6212-01-200 lot # 1492607a. Customer has indicated that the product will not be returned because product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filled for this event: 001822565-2022-01911, 0001822565-2022-01960. Product location unknown.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. H6: component code: mechanical g4-femur. Reported event was confirmed by review of medical records provided. Visual evaluation of the provided device pictures shows signs of being in-vivo. Picture shows lateral side of the articular surface with some material loss due to fracture/wear. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined. X-ray review indicates there is metal on metal contact noted in the medial and posterior compartment of the joint space loss, a nonspecific finding but can be seen with polyethylene wear/disruption. Metallosis not confirmed radiographically. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.